Manufacturer narrative:
G4:06jan2021. B4:07jan2021. A good faith effort was made, and the biomed stated the flow sensor was ordered and replaced onsite by the biomed, which resolved the reported issue. The device remained at the customer site and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
It was reported to philips that the device was not detecting patient spontaneous breaths. The device was in use at the time of the event. The ventilator was swapped and there was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the biomed to verify the machine and proximal pressure lines are not crossed, and also discuss with respiratory therapist to make sure they are programming the mask and exhalation device setting correctly. The biomed verified with the rse that when in ventilation mode with o2 set to 21% the vent is giving the low leak alarm and volumes are not displaying. When switched to 100% o2 the low leak alarm clears and volumes display. In pneumatics screen, with no o2 connected, o2 set to 21%, flow set to 10, the average air slpm = 6.0 lpm. With flow set to 100 average air slpm = 6.0 but greatly increased the flow heard and felt out of the patient outlet, blower rpm = 31k. The rse advised the biomed to verify with analyzer, but indications are that the air flow sensor is bad. The rse provided the biomed with the part information for a replacement flow sensor assembly and discussed installation instructions.